Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). This report is for unknown locking compression plate (lcp)/unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. Median nerve dysfunction such as prickly sensations and numb fingers, complex regional pain syndrome (crps) type I and extensor pollicis longus rupture. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature lattman, t., dietrich, m., meier, c., kilgus, m and platz, a. (2008). Comparison of 2 surgical approaches for volar locking plate osteosynthesis of the distal radius. J hand surg, 33a, 1135 ¿ 1143. The purpose of this study is to determine whether a volar radial (henry) exposure to the distal radius is associated with less median nerve dysfunction than a direct volar exposure of the distal radius through the carpal tunnel that has been abandoned due to median nerve problems. Six hundred forty five (645) patients were treated for a distal radius fracture between (B)(6) 2003 and (B)(6) 2006. Volar locking plate osteosynthesis was performed in 250 patients. This is report 1 of 4 for (B)(4).this report is for an unknown locking compression plate (lcp) and refers to following adverse events: for ctr group: 31 patients, who complained of median nerve dysfunction such as prickly sensations and numb fingers. Twenty seven patients, who had median nerve dysfunction but resolved without any further intervention or specific therapy within 1 year after surgery. One patient reported a slight numbness of the long finger. Two patients demonstrated had median nerve dysfunction and recovered after revision surgery with hardware removal. For hry group: three patients, had median nerve dysfunction disappeared within 3 months after surgery. Unknown number of patients, had neurological evaluation showed an intact median nerve with a disturbance of the peak-numb discrimination. Other complications in ctr group: nine patients had complex regional pain syndrome (crps) type I, 2 patients had postoperative hematoma, 3 patients had extensor pollicis longus rupture and 1 patient had secondary displacement. Other complications in hry group: eight patients had (crps) type I, 3 patients had extensor pollicis longus rupture, and 1 patient had secondary displacement.